Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. The reported uneven raising / lowering of the gripper arms was confirmed. The gripper line was observed to be trapped between the connector and the harness; a kink was noted at the apex of the gripper line. During testing, it was found that when the kink was caught in the suture loops, the corresponding gripper arm would not function as intended. Further testing found that the clip could not be opened as the inner device component, actuator mandrel, was found to be bent along with the catheter shaft. The clip was put on a proxy catheter confirmed to open and function as intended. The bend in the mandrel was likely the cause for the bend in the dc shaft and failure to open / close the clip observed during device testing. The bend in the mandrel likely occurred during further manipulation of the device after it got caught on the chordae and/or post-procedure handling. Potential causes for the reported difficult to remove / clip caught in chordae are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality, including verification of clip component functionality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to adhere or bond, difficult to remove, or difficult to open or close incidents for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, or excessive force or range of rotation of translation while manipulating the devices. The case information stated that during the procedure, the clip became locked in the chordae; however, no unexpected movements of the device were noted prior to the clip being caught. Additionally, the physician did not suspect that the clip caught in the chordae was related to the device functionality; therefore, it is likely that this reported event is related to the patient anatomy / procedural conditions. During troubleshooting attempts to free the clip from the chordae, it is likely that the gripper line became kinked, and resulted in the gripper arm actuation issue. As a result, the leaflets could no longer be sufficiently grasped. Based on the information reviewed, the reported difficulties appear to be related to patient / procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with the mitraclip procedure. In this case, it is possible that the tissue damage occurred during the troubleshooting attempts to remove the clip from the chordae, and therefore resulted in the increase in mr. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that there were no unexpected movements of the clip delivery system (cds) before the clip was caught in the chordae. The sleeve of the cds was not curved more than 90 degrees prior to becoming caught in the chordae. The physician does not suspect the clip becoming caught in the chordae was attributed to the device. No additional information provided.

Event description:
This report is being filed as the clip delivery system(10276675/(B)(4)) became locked in the chordae and the gripper was not functioning properly while in the left ventricle. A small prolapse occurred and is considered patient injury. It was reported that during a mitraclip procedure, two clips were implanted and the functional mitral regurgitation (mr) grade was reduced from 4 to 2. A third clip (10276675/(B)(4)) was to be placed in order to improve the result. During preparation of the device, there were no device issues observed. While positioning of the third clip, it became locked in the chordae. Trouble shooting maneuvers were performed and the clip was released. When the clip was grasping the leaflets, the fluoroscopy images showed one gripper did not move correctly. As one gripper was in the downward position, the other gripper would remain upward and when it did move downward, it went into a different plane with respect to the plane of the clip arm. As a result, the posterior leaflet could not be grasped properly by the clip. The physician removed the clip from the left ventricle. A small prolapse of the p2 segment was visible. The prolapse was not present prior to the procedure. The physician tried to grasp again, but due to the gripper problem, the posterior leaflet could not be grasped with a good reduction in the mr. The device was removed from the anatomy. The final mr grade was 3+ with the implantation of the two clips. There will be no further intervention for the small prolapse or mr. Post procedure the patient was clinically stable. No additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, clip delivery system (x2), lift, support plate, stabilzier. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.